Manufacturer narrative:
H3: device evaluation: device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, a crack approximately 2 mm long was observed on the wire reinforced section of the cannula body. A leak test was performed on the cannula and leakage was observed from the cannula body. No other visual damage, contamination, or other abnormalities were found to the device. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer complaint that a "cracked near one of the barbs " of the cannula was confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As reported, the cracked cannular was found during use. Inspections are in place at edwards during receiving and packaging to mitigate device damage. Damage due to shipping or clinical use cannot be ruled out. Neither a supplier nor an edwards' defect can be confirmed. The cause could not be determined.

Manufacturer narrative:
Updated section g4 as it was blank and should be 22-jan-2020.

Manufacturer narrative:
H3: device evaluation: customer complaint that a "cracked near one of the barbs " of the cannula was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, a crack approximately 2 mm long was observed on the wire reinforced section of the cannula body. A leak test was performed on the cannula and leakage was observed from the cannula body. A kink was observed along the cannula body around the wired-reinforced section. No other visual damage, contamination, or other abnormalities were found to the device.

Manufacturer narrative:
G4: from fu MDR 1 is 01/22/2020.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation as is pending evaluation. UDI number: (B)(4). The cause of the event cannot be determined at this time. A supplemental MDR will be submitted as new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 20 fr arterial catheter had split. Patient was on vv emco, through the groin and ij, upon initiation, a large amount of blood was pouring from neck. The cannula split shortly after initiation. "It is our belief the cannula did not split during cannulation." The cannula was reported to be cracked near one of the barbs on the distal part of the shaft in between the barbs. The patient became hypotensive. At the time the surgeon had thought he had perforated the carotid. They quickly changed to femoral arterial va ECMO to control the bleeding and support the patient. Upon investigation on the neck, it was found that the blood was pouring out og the 20 fr arterial catheter in the neck, it had split. Cannula was saved. Copious amount of blood was and emergency transfusion protocol was initiated. Patient was transfused with two units of blood and 2 ffp. Patient was initially put on ECMO for a respiratory issue, once the cannula cracked patient was switched to va ECMO in the groin. Patient was taken to hybrid room to insert a distal perfusion cannula. It was decided to convert patient back to vv. Patient in or receiving support. Patient is still on ECMO in ICU in stable condition.